Manufacturer narrative:
The product investigation was reopened for further analysis, where this electrode and the associated pulse generator were submerged into a water tank. Tank testing produced noise artifacts on the sense a conductor. The electrode underwent fairly aggressive manipulations at the header of the device, which included tight bending and pulling. Sense a noise artifacts were noted during these manipulations. Electrical testing was performed again post tank testing and measurements along the sense a were intermittent with movement, suggesting a fracture. X-ray analysis was then performed and showed a fracture of the sense a cable approximately 25.7 mm to 27.5 mm from the terminal pin. This would be in the area of where the electrode exits the device header while implanted. The fracture was consistent with a fatigue fracture. It was also noted that a fracture along the high voltage cable was present; however, this fracture was most likely induced at boston scientific during the aggressive testing, as the initial electrical measurements before the tank testing had been normal. Laboratory analysis determined the noise in the alternate and secondary vectors that was observed with the device while the system was implanted was likely due to the fracture of the sense a cable.

Event description:
It was reported that this electrode was explanted and replaced during a device replacement procedure where noise and oversensing had resulted in inappropriate shock therapy to the patient. There were no allegations against the electrode when it was explanted. Upon receipt, initial laboratory analysis confirmed the electrode passed all electrical testing. Visual inspection found an air bubble and a crack in the outer coating at the distal end of the lead, but the crack was only on the surface and did not reach the insulation. The electrode passed all testing and was placed in the archives. In 2020, the electrode was retrieved from the archives to undergo additional testing, where a fracture was identified.

Manufacturer narrative:
This correction report is being submitted to correct the date of event field. Visual inspection of the returned electrode identified an air bubble and small crack isolated to the outer surface (polycin vorite); the crack did not extend to the electrode's insulation below. The electrode passed electrical testing and was archived. This product investigation was reopened for further analysis based on clinical observations and testing results with the associated subcutaneous implantable cardioverter (s-ICD). This electrode and the s-ICD were connected and submerged in a water tank. Sense a artifacts/noise were noted during fairly aggressive manipulations of the electrode near the header of the device, including tight bending and pulling. Electrical testing was performed again post tank testing and measurements along the sense a conductor were intermittent with movement, suggesting a fracture. X-ray analysis revealed a fracture of the sense a cable (approximately 25.7 mm to 27.5 mm from the terminal pin), corresponding to the area of the electrode that exits the device header (while implanted). The fracture was consistent with a fatigue fracture. A fracture of the high voltage cable was also identified; however, this fracture was most likely induced with aggressive manipulation during tank testing, as the initial electrical measurements (i.e., before tank testing) were normal. Based on the collective laboratory analysis results, engineers determined that the noise observed in the alternate and secondary vectors with the electrode-device system was likely due to a partial fracture of the electrode's sense a cable while implanted.

Event description:
It was reported that this electrode was explanted and replaced during a device replacement procedure where noise and oversensing had resulted in inappropriate shock therapy to the patient. Upon receipt, initial laboratory analysis confirmed the electrode passed all electrical testing. Visual inspection identified an air bubble and a crack in the outer coating of the electrode at the distal end; however, the crack was only at the surface level and did not extend into the insulation layer. The electrode passed all electrical testing. Additional analysis with this electrode was subsequently performed based on clinical observations and testing results with the associated device. Manipulation of the electrode-device system during this subsequent testing revealed intermittent measurements consistent with an electrode fracture.